Event description:
The report we received from the pt's husband indicated that the pt had a palmaz genesis stent implanted in a stenosed right renal artery in 2003. The pt was told by her physician that the stenosed right renal artery was causing increased heart rate and blood pressure. The pt's blood pressure remained above normal after the stenting of the right renal, and in the summer of 2005 her physician informed her that her left renal artery was also stenosed. At this time, the pt recalls seeing an MRI image of the stent already implanted in her right renal artery. She noted that the end of the stent looked "fryed" to her, but no mention was made of it by her physician at this time. In december of 2005 the pt underwent stenting of the left renal artery,. Prior to implantation, the pt recalled her physician telling her that "he would do his best to repair the stent already implanted in the right renal" when he went in to do the left side. She noted that the physician did not specify what he meant by this. The reporter and the pt's main concern is whether this "repair" of the right renal stent successful, and "is the stent doing it job?" Additional information has been requested from the implanting physician but has not been forthcoming as yet. The product is not available for evaluation and testing.